Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000058631.

Event description:
It was reported the patient's left lead has migrated. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that upon planned lead revision for lead migration patient no longer had abbott leads. However, the patient has a history of lead migration, and it is unknown when the patient had both leads explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
B5- correction. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.